Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: creases fold, white biological tissue on the shell, two openings, yellow particles in the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: two sharp openings on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two sharp openings on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "deflation" and "exchange of textured device due to patient's concern with product." Device has been explanted.